Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details from the customer.

Event description:
The customer reported that the ventilator alarmed with pressure regulation high occurrence. The customer reported there was no patient involvement.